Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) it was discovered that the cardiosave intra-aortic balloon pump (iabp) unit coiled cord with damaged insulation. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
This complaint will be canceled out as it is a field action/pm. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
This complaint will be canceled out as it is a field action/pm.